Manufacturer narrative:
Per the complaint, information was not provided and if it becomes available, a follow-up report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, failure of implant to osseointegrate.